Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide and one introducer needle for evaluation. The wire was returned still inside the needle. Kinks were observed inside the guide wire body just proximal of the needle hub. Dried blood was observed in the needle hub. Both welds appeared full and spherical. After dimensional inspection was completed, the guide wire was attempted to be removed from the needle. The guide wire broke from both welds. Breaking of the guide wire did not affect the outcome of this investigation. Kinks in the guide wire body measured 154mm, 162mm and 189 from the distal tip. The overall length of the guide wire measured 452mm which is within specification of 449.2-458.8mm per product drawing. The outer diameter of the guide wire measured .611mm which is within specification of .610-.635mm per product drawing. The overall length of the needle measured 1.59" which is within specification of 1.580-1.650" per product drawing. The outer diameter of the needle cannula measured .358" which is within specification of .355-.360" per product drawing. The inner diameter of the needle cannula measured .0270" which is within specification of .0270-.0285" per product drawing. After first attempting to pull the guide wire out of the needle, significant resistance was met. Dimensional inspection on the guide was then completed while the guide wire was still inside the needle. The needle was then attempted to be removed and broke. However, after the guide wire and dried blood was successfully removed from the needle, a new inventory guide wire similar to the one provided within this kit was inserted through the needle. The new guide wire was able to be inserted and retracted through the needle with minimal resistance. Breaking of the guide wire did not affect the outcome of this investigation. A manual tug test could not be performed as the guide wire broke prior to this testing. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to avoid possible severing or damaging of spring-wire guide". The report of a kinked guide wire was confirmed through complaint examination. Visual analysis of the guide wire revealed three major kinks within the guide wire body. The guide wire and the introducer needle met all relevant dimensional and functional requirements, and a device history record review was completed based on sales history and did not reveal any relevant findings. Based on the customer description and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reported that the guidewire stuck inside the introducer needle and was unable to remove. The reported defect was detected during use. There is no patient injury, complication or consequence. The patient condition is reported as "fine". Therapy was reported to be delayed/interrupted.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates swg/needle resistance - kinked.

Event description:
The customer reported that the guidewire stuck inside the introducer needle and was unable to remove. The reported defect was detected during use. There is no patient injury, complication or consequence. The patient condition is reported as "fine". Therapy was reported to be delayed/interrupted.